Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Returned product consisted of a liberte (mr) stent delivery system (sds) in one piece with balloon protector and product mandrel. There was no contrast or blood visible which is consistent with the reported information that the device was not prepped or used. The sds with stent was visually, tactilely and microscopically examined along the entire length of the shaft and no defects or anomalies were found. It was not possible to confirm the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was listed as not confirmed. (B)(4).

Event description:
It was reported that during the preparation for a stenting procedure, a shaft break occurred. During preparation for a stenting procedure, while removing the protective cover of the 3.0x8mm liberte bare metal stent the hypotube portion of the catheter including the stent and balloon detached. The "hypotube and balloon system got cut". The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during the preparation for a stenting procedure, a shaft break occurred. During preparation for a stenting procedure, while removing the protective cover of the 3.0x8mm liberte bare metal stent the hypotube portion of the catheter including the stent and balloon detached. The "hypotube and balloon system got cut". The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.